Event description:
On (B)(6) 2006, centerline reconstruction the maximum aneurysmal diameter appears to be 49.3 mm. On (B)(6) 2012, centerline reconstruction the maximum aneurysmal diameter appears to be 54.8 mm.

Manufacturer narrative:
The review of he mfg paperwork verified that this lot met all pre-release specifications.